Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va04sjt, implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. Product ID: 3387s-40, lot#: va04sjt, implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-jul-2015, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received some therapeutic benefit from original lead placement, however surgeon and neurologist felt therapy could be improved with more optimal lead placement. No known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included multiple programming sessions by the neurologist. Surgical intervention included bilateral lead removal/replacement due to suboptimal lead placement. Unknown if the issue is resolved. No complaints against the products. The leads will not be returned.